Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding additional type of investigation code 10. This is a follow up report to add this additional code. Device received for this event is being corrected from ank bal postc/3strai catalog # 17-3153 to ank impl b9,5 d4,5 mm/l 9,5 mm catalog # 31010228. This is a follow up report for this corrected information. This is a follow up report removing the UDI# (B)(4) that was initially reported. This is a follow up report for this corrected information. Correcting concomitant medical products from 31010428 to ank bal postc/3strai - 31021640 abutment. This is a follow up report for this corrected information. This is to correct and remove the codes that were initially reported - removing codes for: health effect - impact code - 4627 medical device problem code - 1260 investigation findings code - 3252 the correct codes for this complaint are: health effect - impact code - 4621 medical device problem code - 2408 investigation findings code - 213 this is a follow up report for this corrected information.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.